Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This (B)(6) male patient in the (B)(4) was noted to have an endoleak of unknown type at the conclusion of the implant procedure (procedure date (B)(6) 2014). The patient was being treated for 57 mm aortic aneurysm. The proximal neck had a parallel shape with partial plaque/thrombus. The left iliac artery had moderate tortuosity, no occlusive disease, and no calcification. The right iliac artery had moderate tortuosity, no occlusive disease, and no calcification. The patient received a main body device, a left iliac leg, and a right iliac leg. There was no difficulty deploying any of the devices. A molding balloon was used, but no details were provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks or thrombus. An endoleak of unknown type was noted.

Manufacturer narrative:
Based on the information provided, a patient in the (B)(4) registry was noted to have an endoleak of unknown type at the conclusion of the implant procedure. Based on operative notes provided, there was a questionable endoleak proximally which was reballooned in the review of the films of the operative notes, no proximal endoleak was detected no adverse effect or additional intervention was reported. The (B)(4) device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. The product was not returned and no images were provided of the complaint device by the physician. The manufacturing records of the complaint device and the other devices implanted with the complaint device were reviewed and did not have any rework or non-conformances. The instructions for use provides information on endoleaks, instructions for use, contraindications, warnings and precautions regarding use of this device. Additional information from the reporter indicated no endoleak at 2-month post placement; therefore, no problem with device without additional information, a definitive root cause cannot be established. The endoleak likely resolved after ballooning we will continue our monitoring of similar complaints and have notified the appropriate internal personnel of this event.